Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was attributed to moisture in the tubing channel. Air in line test was performed. No repair was required as the pump passed all tests additional: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:11. Upon review of the event history, it was discovered that this caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.63.92, categorized as remediated.